Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The speaker was found to function appropriately during evaluation. The rear case requires replacement per service process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had the potential for the speaker to fail prematurely. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.